Event description:
Healthcare professional reported injecting a patient in the temples, midface, perioral cheeks, and lips with juvéderm® voluma¿ xc and juvéderm® volbella¿ xc. Three months later, the patient noted a ¿nodule¿ but thought it was a cold sore. The ¿nodules¿ then began appearing on the lips, around the mouth, temples, face, and throat. The patient had become ¿sick¿ within the next few months. The patient ¿had so much fluid covid vaccine¿ that they had to be intubated and experienced non-device related ¿kidney failure.¿ the patient was treated with a high-dose prednisone. The patient was treated with ¿cinipril¿ 4 months post-onset and later doxycycline. The event is ongoing and noted as ¿psychosomatic.¿

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "kidney failure", deemed not device related is considered an unexpected adverse drug experience.